Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement during hemodialysis. The following information was provided by the initial reporter: "staff have found several bd posiflush sp syringes 10mls (0.9% nacl) where there is resistance when advancing the plunger. In hemodilaysis, this makes assessing the access for patency (cvc and/or needled av fistula) very difficult. In some instances needles where pulled as a result of a faulty syringe. This causes unnecessary trauma for the patient and staff member".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/14/2021. H.6. Investigation: it was reported that there was resistance when advancing the plunger. To aid in the investigation, two samples with no packaging flow wrap were received for evaluation by our quality team. The rubber stoppers are at 5.5ml and 9ml. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. It could be possible that customer had some products on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0337051. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Silicone dispersion in the barrel is being monitored to provided consistency. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10.

Event description:
It was reported that 7 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement during hemodialysis. The following information was provided by the initial reporter: "staff have found several bd posiflush sp syringes 10mls (0.9% nacl) where there is resistance when advancing the plunger. In hemodilaysis, this makes assessing the access for patency (cvc and/or needled av fistula) very difficult. In some instances needles where pulled as a result of a faulty syringe. This causes unecessary trauma for the patient and staff member."